Manufacturer narrative:
Image analysis one still image and one video was provided for evaluation. The still image shows two catheters. The video shows the balloon out side the patients body. A pin hole leak can be confirmed in the balloon. Product analysis the device was returned with the balloon in a post-inflated state an indeflator with pressure gauge was used to inflate the balloon and water leaked out through a pinhole on the proximal end of the balloon additional information both devices were safely removed from the patient and no intervention was required to remove them. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using a fortrex 06x040x80 pta balloon, a patient underwent intra operative dilation and, on the second inflation at 20 atm, the balloon could not achieve the expected expansion and a balloon leak was observed. Blood was aspirated on withdrawal, and after removal the balloon was found filled with blood with a pinhole-sized perforation on the balloon surface; all fragments were retrieved. The balloon had been prepped per the instructions for use with no issues identified, and no packaging or device removal issues were noted. The balloon was replaced with a new balloon and the procedure was continued. A second balloon was used and, during the second dilation, the same issue occurred, a leakage was observed and the balloon could not be inflated. No patient symptoms or complications were reported, and the patient outcome was alive with no injury. No patient complications have been reported as a result of this event.